Event description:
It was reported to MFR through dealer, per a claims adjuster on file and their atty, reported as an end user death, date 2002 description. Pt fell between mattress and railing/frame. Pt became trapped and died. They don't know what rails or mattress were used on the bed at this time, waiting for opportunity to inspect the product. Yet to be determined, bed was reported to be an optima 5310 semi electric. Investigation ongoing.